Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair, the healicoil anchor fractured outside the patient. The procedure was successfully completed without delay using a smith and nephew back up device in an additional bone hole. No patient injury or other complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). B1 and b2: updated. H10 h3, h6: the reported device was received for evaluation. An analysis of the customer provided image shows a anchor with broken upper threads on a inserter. A visual inspection revealed the device was returned with original packaging and the device does not have debris on it. Thread is broken at the top of the anchor. No other physical damage is visible to the device. A functional evaluation of the returned device found that device is in working order. Device passed all functional test, device functioned as per manufacture spec. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the material found there are requirements for conformance and a certificate of material analysis is required based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. Per the complaint details, the healicoil anchor fracture occurred outside of the patient. Based on the limited information provided, the root cause of the breakage cannot be determined. Although, we cannot rule a procedural variance/user error as a contributory factor. It was reported, the procedure was successfully completed without delay using a smith and nephew back up device in an additional bone hole. Since there was no alleged patient injury or other complications reported, no further clinical/medical assessment is warranted at this time. It was determined the device contributed to the reported event. The complaint was confirmed, and the root cause was associated with an unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force. No containment or corrective actions are recommended at this time.